Event description:
Customer reported receiving a glucose result of 416 mg/dl on their freestyle blood glucose monitoring system. Customer reported adjusting their insulin dosage based on this glucose result. Customer began to feel dizzy, their vision became distorted, and their arms and legs felt numb. Customer's wife called the paramedics who transported the customer to a local hospital. A glucose result of 146 mg/dl was obtained on an unknown brand of meter. An intravenous treatment of sodium chloride and orange juice were administered in order to stabilize glucose levels.

Manufacturer narrative:
Customer returned meter and test strips with lot number 0629342. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution tesing. A freestyle blood glucose result similar to the one as reported by the customer was identified in the meter internal log.